Manufacturer narrative:
The actual used ECG electrodes were not returned. However, this facility had previously submitted 5 sets of this catalog number and the same lot code due to similar complaints. The gel portion of the electrodes that had contact with the infant's skin were analyzed using tfir scanning. The gel was made to spec. The chemistry of the gel was correct and the polymerization was complete. There were no foreign substances noted in the scan. Conmed personnel have met with the hosp team in an attempt to identify any possible internal causes of the reported problem. It appears that the electrodes are being used correctly. The electrodes are placed on different locations each time they are changed. Due to the relative small size of these premature infants the number of possible sites is limited. The premature infants are usually monitored for extended periods of time (months), so the skin is used repetitively. The nicu team reported during a conference call that these skin irritations were self healing and needed no follow up care. Not all application sites on the infant reacted. So it was not a systemic problem. We are unable to determine what may be causing the skin irritations. These electrodes are marketed globally and there are no other reports of similar problems. This appears to be isolated to this facility.